Event description:
The patient's spouse reported that a couple months after device implant, the patient was in the hospital and was having "pain/sensations" around the pacemaker area. Follow-up with the physician's office indicated that the patient was seen in the office after the noted pain/sensations. Further attempts at follow up were unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.